Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No unexpected blank display or motor error alarms noted. Unit functioned properly. The insulin pump passed the displacement accuracy test. All operating currents are within specification. No unexpected failed battery, low battery or off no power alarms noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2017 with blood glucose of 453 mg/dl. Customer had symptom of high blood glucose. Customer had excessive thirst and urination and headache. Customer's emergency room visit was due to high blood glucose. Customer was wearing insulin pump at the time of emergency room visit. Customer reported of having a blank screen display and a failed battery test alarm. Troubleshooting was performed and customer was able to clear alarm and display screen came back on after 6 battery changes. Insulin pump would be replaced due to insulin pump being dropped which caused a crack and dome sticker to be missing.